Manufacturer narrative:
Evaluation in progress, no conclusions made.

Event description:
During cardiopulmonary bypass, the device spontaneously entered the stand-by mode during cooling. There were no adverse consequences to the pt as a result of this event.